Manufacturer narrative:
(B)(6). Medical product: biomet ilok pri tib tray 67mm, cat#: 141212, lot #: 998860. Biomet I-beam pri stem 40mm, cat#: 141310, lot#: 452920. Vngd ant stblzd brg 18x67, cat#: 189048, lot#: 146020. Consumer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04472, 0001825034-2017-04473, 0001825034-2017-04474. Product location unknown.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to experiencing implant loosening after a car accident. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause of the reported event is attributed to patient injury caused by a car accident. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.